Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this left ventricular lead exhibited high out of range impedance measurements of greater than 2000 ohms. A non boston scientific employee saw this patient and stated that the out of range impedance began several months ago and would order a chest x-ray for this patient. As of today, this lead remains implanted. To date, there have been no adverse patient effects reported.